Manufacturer narrative:
Date sent: 04/15/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lung resection, after the sixth successful firing, the blade would not return into the housing of the device. Despite repeatedly trying the manual release mechanism, the device would still not release from the lung tissue. As a result, a competitor's device was used to transect around in order to free the instrument from the lung tissue.